Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
As the affected device was not returned, the investigation will be limited to review of photographs, videos, imagery, review of DHR, review of lot history, review of the complaint database for similar complaints, review of physician training and IFU, manufacturing mitigation, root cause, and fmea assessments. 3mensio imagery was provided by the site showing tortuosity in the access vessel. No imagery was provided which would confirm the complaint or confirm any potential root causes. The work orders related to the device and any components that are relevant to the complaint event were reviewed. These work orders represent the components that could potentially contribute to the complaint. Review of the lot history revealed no other complaints related to ¿sheath shaft ¿ kinked, bent¿ or ¿sheath shaft ¿ resistance with delivery system, bc¿. A review of the complaint history from march 2018 to february 2019 for edwards¿s esheath introducer set (for all models and sizes) revealed other returned complaints. A review of the complaint history revealed that the occurrence rate did not exceed the february 2019 control limit for the trend category of ¿kinked, bent¿. A review of the complaint history revealed that the occurrence rate did not exceed the february 2019 control limit for the trend category of ¿resistance between devices¿. The IFU/training materials for the esheath and commander delivery system were reviewed for instruction/guidance on device preparation and usage. No IFU or training deficiencies were identified. During the manufacturing process, the entire sheath is visually inspected and tested several times. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. Due to the unavailability of the devices, it cannot be determined if a manufacturing non-conformance contributed to the reported events. However, available information suggests that patient/procedural factors (access vessel tortuosity) and procedural factors (insertion angle) contributed to the reported events. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
(B)(4). Investigation is underway.

Event description:
As reported by a field clinical specialist, during the deployment of a 23 mm sapien 3 in the aortic position via transfemoral approach, the 14 f esheath kinked and would not allow for the commander system to advance.  The sheath was advanced further into the ascending aorta to try to get the stiff part of the sheath to the area of the kink. The esheath kinked as the commander was advanced. There was a lot of built up tension and as the system exited the sheath it jumped forward, through the valve and punctured the left ventricle which ultimately required an open surgical repair as the bleeding showed no signs of stopping through the drain. The new 23 mm sapien 3 valve was prepped and successfully deployed in the aortic position via transfemoral approach.